Event description:
It was reported that the patient¿s blood glucose (bg) level dropped to 44 mg/dl for an undisclosed time wearing the pod. The reporter stated they were wearing the pod at the time of the event but thought it might have been an issue with the sensor causing invalid readings as it was going to expire. The patient¿s symptoms included low bg levels, they could not remember their name or answer questions. On (B)(6) 2025, the patient was taken by ambulance to the hospital where they were diagnosed with low bg. As treatment, the patient was placed on long-acting insulin because the pump did not work, and they were unable to set up new pump. The patient was at the hospital for 2 days and was later discharged on (B)(6) 2025. Dexcom have been notified.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
In the case description, the user mentioned having low blood glucose levels while using the system and suspecting a sensor failure. A review of the android log files from the returned controller found no evidence of issues with insulin delivery and no issues with the controller that would contribute to sensor issues. The patient history buffer (phb) data showed that the automated algorithm was able to appropriately adjust the micro bolus amounts based on the estimated glucose amounts and user inputs. The phb data showed that the automated algorithm appropriately reduced and stopped automated basal insulin as estimated glucose values decreased towards and below the user's target. No instances of the automated algorithm delivering automated insulin while estimated glucose values were below 60 mg/dl observed. The phb data showed estimated glucose values of -1 towards the end of use of the controller, indicating that the pod lost connection with the sensor. It could not be determined if this was due to a sensor failure. The phb data showed that the system responded appropriately, transitioning the system to automated mode: limited after 4 consecutive cycles of missing values and generating the missing sensor values reminder after one hour of missing values. No issues were observed with the functionality of the controller that would contribute to the reported event during functionality testing. It could not be determined if a sensor failure occurred or if the sensor was incorrectly reading the user's glucose levels. The exact cause of the reported event could not be determined.